Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the clips came out crisscross when firing. There were no patient consequences reported.